Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2007. Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The initial reported event of patient suffering injuries and damages was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was explanted due to an unspecified issue. No patient complications have been reported as a result of this event.